Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) gas tab was grayed out on the set-up screen. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The customer spoke with manufacturer's technical support. Technical support determined that the epgs was not plugged into the network interface card (nic) board. The customer plugged the epgs into the nic board and the yellow to green light came on and the epgs started the normal boot up. The field svc rep (fsr) performed a nfc on the system-1 the day before this event. Per perfusion, this was the first time the epgs was used. Svc has been made aware of this error. The customer is not returning device to the manufacturer for eval. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.